Event description:
It was reported that a customer had been noticing air bubbles throughout a cleo 90 infusion set tubing. The reported incident affected the blood sugar levels and increased it to 461 mg/dl. Customer performed correction bolus via syringe to lower blood sugar. No injury reported.